Manufacturer narrative:
Concomitant product(s): information references the main component of the system and other applicable components: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the results of impedance measurements taken on (B)(6) were showing greater than 3600 ohms. The rep stated that the patient initially reported that his programmer was not working. When they met with the patient he realized that the programmer was working fine and they increased stimulation to 4 or 5 volts and he was still not feeling any stimulation. The rep ran all 8 electrodes all the way up and the patient still felt nothing. The rep stated that the healthcare professional planned to replace the entire lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.